Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited high capture thresholds. X-ray confirmed that the lead had dislodged into the right atrium. The lead was successfully repositioned. The condition of the patient after the procedure was good.